Event description:
It was reported that spindle was jammed inside the handpiece. There was no patient impact. In analysis the stuck bur was found broken.

Manufacturer narrative:
H3: analysis found visually, the inner shaft was broken 2.57 inches from the distal end of the inner hub. Under magnification, there were scratches/indentions and striations on the outside diameter of the shaft. Additionally, there was deformation in the outside diameter on the distal end of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.359 inches in the deformed area which was out of specification. There were traces of wear in the hub bushing. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.